Event description:
Complainant alleged that the device displayed "status 56", "status 41" and "cannot dump" messages during routine testing. There was no pt involvement during the reported malfunction.